Event description:
Additional information was received indicating that there was no patient involvement or interruption of therapy.

Manufacturer narrative:
Other text: h2: see a1, b5 and h6 (patient code).

Manufacturer narrative:
Other, other text: device evaluation: the device was returned for investigation. The smiths label is intact, and the device has a scratched screen. There was no evidence of the reported problem in the event log. Testing could not be performed due to air in line alarm displaying. The root cause of the reported problem cannot be established. The air detector will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device indicated air in line when there was none. It is unknown if there was any patient, or clinician injury associated with this occurrence.